Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels in a bow-tie effect. The user lowered the power but that did not help dissipate the blue pixels. There were no further patient complications reported in relation to this event.